Manufacturer narrative:
Additional information: b6, d4, d9 plant investigation: the described situation is adequately addressed in the instructions for use and/or on the label. Documentation of module production on january 25, 2024, revealed no non-conformity during the manufacturing process. The trend analysis showed three similar complaints under the same batch number. It was reported that a red substance was noted around the recirculation connector (oxygenator placed on bed). A photo was provided showing dried blood around the recirculation port of the oxygenator. There were no console alarms in conjunction with the leaks. No leak was observed during priming. All connections were confirmed to be secure by the reporting facility. No visible defects were observed. The patient continued support with this xlung kit. Based on the provided information, it is assumed that a small blood leak occurred at the recirculation port of the oxygenator. The complaint sample was not available for product investigation. The cause has been identified during investigation of similar complaints and a further root cause analysis was initiated to implement corrective and preventive actions.

Event description:
A user facility reported a red substance was noted outside of the recirculation connector (the oxygenator was placed on bed) of the xlung kit 230 during extracorporeal membrane oxygenation support. Additionally, the user was concerned about some strange impregnation under the cover of the oxygenator. Photographic evidence appeared to show dried blood that collected around the recirculation port. The xlung kit 230 was kept in use for this patient following this event. There was no indication the patient experienced a serious injury or adverse event as a result. The complaint sample was not returned to xenios.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a red substance was noted outside of the recirculation connector (the oxygenator was placed on bed) of the xlung kit 230 during extracorporeal membrane oxygenation support. Additionally, the user was concerned about some strange impregnation under the cover of the oxygenator. Photographic evidence appeared to show dried blood that collected around the recirculation port. There was no indication the patient experienced a serious injury or adverse event as a result. The sample was available for return to xenios.